Event description:
During an anterior cervical dissectomy with fusion, two screw removal instruments and two screwdrivers broke. The pieces were retrieved and discarded. The user/facility did not have any other instruments to complete the case. The patient was closed. Instruments were brought in the next day and the patient was reopened to complete the surgery. The patient did not suffer any complications as a result of the alleged failure.